Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020 patient underwent a procedure for the re-placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported on (B)(6) 2020 that the patient had an issue with the peg tube that occurred (B)(6) 2020. The stoma site had redness and patient was diagnosed with infection/cellulitis. Patient was hospitalized and received antibiotics augmentin and vancomycin IV. The peg-j tube removed (B)(6) 2020.